Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 14.6 mmol/l. Troubleshoot was performed. Pump error alarm that occurred was hardware low level failures. Customer is unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Pump error alarmed during self-test and confirmed in insulin pump history with variable (003) due broken trace at keypad assembly.